Event description:
It was reported during the implant procedure, that there was a possible fx of the coil. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the evaluation did show a fracture of the coil, however, the lead appears to have been stretched causing the inner insulation to be torn.